Event description:
It was reported that pump declared altitude alarms. Blood glucose was reported as 232 mg/dl. Technical support instructed customer to clean speaker area, reconnect and then replace cartridge, and wait between attempts to resume insulin, but altitude alarms continued, customer transitioned to multiple daily injections as backup therapy and was provided with replacement pump and cartridge.